Manufacturer narrative:
The alinity ci im allows the connection of the third party analyzer to the inpeco automation system. According to the information provided by the distributor, the event occurs when there is more than one tube in the gate queue of the alinity ci interface module. The spilled sample can splash onto the protective shield or the sensor. During the investigation, based on visual inspection of the operational im, there is no evidence of sample spillage from tube to tube. Moreover, the customer did not report any incorrect results, due to sample cross-contamination. The investigation is still ongoing, and the root cause of the event has not been identified yet.

Event description:
The customer stated that the alinity ci interface module (im) spur aggressively stops the tubes at the spin gate, causing the sample to splash out of the tube. The event involved serum samples, that splashed out of the tubes when they are stopping at the barcode scanner.

Manufacturer narrative:
The initial report was submitted on march 17, 2023. During the investigation it has been confirmed that the spillage happened at the "release gate": the point where sample tubes are diverted to return to the analyzer. The spillage has been detected only in case the alinity ci interface module has 3 analyzers spur. The splashing was significantly reduced thanks to a configuration change: increase the queue length from 5 to 9 on each sampling bay of alinity ci interface module, with consequent decrease of sample tubes at the release gate inside the spur. After the configuration change the splashing at the spurs (both clinical chemistry and immunoassay) was significantly reduced. According to the information provided by the customer, the remaining events of splashing are caused by over-filled tubes, which are not allowed according to the automation system operations manual. The configuration change has been applied only to the laboratory where the spillage events occurred, that is equipped with alinity ci interface module with 3 analyzers spur and has high sample tubes workload. No additional actions from inpeco side are foreseen.